Manufacturer narrative:
Pr (B)(4) follow up: it was reported there was a little black speck in the liquid in the vial. As a needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show an empty vial with a dark colored particle at the bottom of it. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 2299450. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305211, batch#: 2299450. It was reported by customer that noticed that there was a ¿little black speck¿ in the liquid in the vial. The vial and carton can be retrieved. The reporter noted that the needle was still in the vial at the time of the call, but the reporter noted that she would be taking off the needle for return. There were no missed doses or adverse events. Rcc received a complaint via email. On (B)(6) 2024, the reporter contacted xxx via phone requesting replacement for one eylea hd. On (B)(6) 2024, the healthcare provider was drawing up the eylea hd when he noticed that there was a ¿little black speck¿ in the liquid in the vial. The vial and carton can be retrieved. The reporter noted that the needle was still in the vial at the time of the call, but the reporter noted that she would be taking off the needle for return. There were no missed doses or adverse events.